Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: sharp opening curved on anterior, voids are observed in the texturized area; however, workmanship is not considered as they are within the specification and brown particles inner device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.